Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. Data investigation could not confirm a failed transmitter error but did confirm a low transmitter battery. The probable cause could not be determined. No additional patient or event information is available.